Event description:
Consumer states she was leaning on the heating pad when it started to smoke and melt, resulting in damage to her pillow. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was leaning against the pad. Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product. There were no injuries reported with this incident.